Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. The IFU includes "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention", "vena cava stenosis or occlusion", and "vasospasm or decreased/impaired blood flow" as potential complications. The IFU includes "at the time of retrieval procedure, based on venography and the physician¿s visual estimate, more than one (1) cubic centimeter of thrombus/embolus is present within the filter or caudal vena cava" as a contraindication.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) and dr. (B)(6) at (B)(6) medical center in (B)(6). Subsequently, approximately 2 years later the patient consulted with vascular surgery with complaints of sharp pain in her right foot and inadequate blood supple in the right lower limb. A CT scan was performed on (B)(6) 2015, which showed that the arms of the filter extended through her vena cava with one arm abutting and indenting the adjacent abdominal aorta. The scan also showed occlusive thrombus in the right popliteal artery, occlusion of the vessels distal to the thrombus, and a segmental pulmonary embolism. As a result, dr. (B)(6) performed a revascularization. ¿the doctors refused to attempt to remove the perforated filter due to risk of major surgery on her as she was undergoing treatment for stage IV lung cancer.¿ the plaintiff filed the complaint alleged the patient ¿suffered significant injuries, including the perforation of her vena cava by the arms of the option retrievable inferior vena cava¿ argon¿s attorneys are attempting to gather information.